Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listedwhich is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, during the postoperative follow -up visit, the nurse noticed that the stoma site is red, and patient had pain at 5 on a 0-10 pain scale. The site was cleaned. It was reported that the patient was prescribed antibiotic keflex 500 mg 4 times/day x 10 days by the surgeon to treat suspected stoma site infection. A wound care assessment for 10 days also was planned.